Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, and a nemo (non engineering material only) service was agreed upon. The customer ordered a replacement speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the customer requested a replacement loudspeaker. It is unknown if the device could produce an audible sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
E1: reporting institution phone # (B)(6). E1: reporter phone # (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.